Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Mother reported that the buttons on the insulin pump were sticking and they were receiving a button error alarm. Customer's blood glucose reading at the time of the call was 246 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with cracked case at display window corners, broken reservoir tube lip and minor scratched display window.